Event description:
Same case as 2134265-2012-04273. It was reported that during an angioplasty treatment procedure, withdrawal difficulties and a detachment occurred. The lesion was located in the tight, calcified posterior tibial artery. The physician encountered resistance during the advancement of a 2.5-10/4t/150 symmetry balloon catheter. The balloon was inflated to unspecified atms and after deflation of the balloon, resistance was felt during withdrawal and more force was applied. Upon removal of the balloon, one balloon marker could be seen in the vessel and the balloon was stuck on a 200 or 300cm v-18 guide wire and was unable to be removed. No actions were taken to remove the balloon fragment from the patient as the vessel was originally occluded. The fragment remains in the mid posterior tibial artery. Treatment of the lesion was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the device was received on a 0.018inch guidewire. Visual examination of the balloon revealed that the balloon was torn circumferentially 73mm from the proximal bond. The distal tip, distal end of balloon and distal markerband were detached and not returned with the device. The single lumen shaft at the balloon area was severely stretched. The device could not be removed from the guidewire due to the stretched shaft. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as 2134265-2012-04273. It was reported that during an angioplasty treatment procedure, withdrawal difficulties and a detachment occurred. The lesion was located in the tight, calcified posterior tibial artery. The physician encountered resistance during the advancement of a 2.5-10/4t/150 symmetry balloon catheter. The balloon was inflated to unspecified atms and after deflation of the balloon, resistance was felt during withdrawal and more force was applied. Upon removal of the balloon, one balloon marker could be seen in the vessel and the balloon was stuck on a 200 or 300cm v-18 guide wire and was unable to be removed. No actions were taken to remove the balloon fragment from the patient as the vessel was originally occluded. The fragment remains in the mid posterior tibial artery. Treatment of the lesion was not completed due to this event. No patient complications were reported.